Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent abdominal sacrocolpopexy and suture was placed in the soft tissue of the uterus and promontorium fascia. In (B)(6) 2014, the patient underwent an unknown surgical procedure and it was found that suture broke from the proximal promontorium and tissue pulled away from the suture. Suture was used to repair the dehiscence. The current patient condition is well.

Event description:
It was reported that the patient underwent abdominal sacrocolpopexy on an unknown date and suture was used. Following the procedure, the patient returned to the physician and it was found that suture broke at the knots. At this time, it is unknown what type of intervention was performed. Additional information has been requested.